Event description:
During laparoscopic cholecystectomy, physician experienced difficulty with trocar entry. During procedure, pt found to have aortic injury. Pt died from disseminated intravascular coagulation 4 days postoperatively. Reporting requirement just came to the co's attention due to change in clinical engineering personnel.